Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to open and could not be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 failed to operate properly. The field service engineer (fse) replaced the latch inseparable with the missing magnet, which allowed the drawer to recover successfully. A hardware test application (hta) was performed, and the test passed without further issues. The system functioned as intended after the field service engineer repaired the device.